Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
Burns on the patient's face and neck were noticed after treatment. Treating physician reported that the patient felt no pain until 700 rep, redness occurred during procedure with 200 rep's remaining. The physician thought redness was not a problem because the temperature was getting higher as the procedure proceeded. Blisters were reportedly observed 30-40 minutes post procedure. The highest energy level used: 3.0. The patient was treated patient with led, topical steroid, dexamethasone injection and dermio care oxygen energy treatment and patient was provided regederm/atobarrier as a regeneration cream. The burn had not resolved at the time of follow up. The treatment tip was returned for evaluation and upon visual inspection, the tip was found to have dielectric membrane breakdown.

Manufacturer narrative:
The treatment tip was returned for evaluation. The tip passed flow, leak, thermistor testing. The tip failed visual testing due to dielectric membrane breakdown being present. No functional test was done due to dielectric membrane breakdown and no reps remaining. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Dielectric membrane breakdown can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. Both the thermage user manual and technical bulletin instruct the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems, clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 (fifty) pulses thereafter. In addition to recommending frequent tip membrane inspection, solta emphasizes its recommendation to carefully monitor the condition of the patient¿s skin during treatment. In the case of a damage to membrane, the clinician may notice the onset of small burns which would be evidenced by small residual focal red marks or white spots. Should this occur, it is up to the clinician¿s professional discretion to determine whether to continue treatment after replacement of the compromised tip. Solta also reiterates the importance of clinician attention to treatment error messages provided by the system, in particular messages indicating underforce and lifting irregularities. As with all thermage systems, ensuring perpendicular contact between the handpiece and skin is critical. Burns, blisters, scabbing, and scarring are all known possible adverse patient reactions to thermage treatment. The thermage system user manual states the procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical, steroidal or antibiotic preparations may be of benefit.